Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the unit front panel was not responding. The reported issue was resolved by replacing front panel. The device was returned to the customer operating to service specifications. The device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen sometimes gets locked up and won't allow any changes. There was no patient involvement associated with the reported event.